Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable total psa g2 cs elecsys v2.1 results, for 2 patients, from the cobas e 411 immunoassay analyzer. Patient 1 (male, (B)(6)): on (B)(6) 2019 the initial total psa result was <0.002ng/ml and the rerun result was 1.36ng/ml (this was considered correct and released to the patient). Patient 2 (male, (B)(6)): sample 1: on (B)(6) 2019, the total psa result was 0.021ng/ml a rerun was done according to laboratory criteria, and the rerun result was 0.03ng/ml. The rerun result was released to the patient but questioned by the physician and rerun again. On (B)(6) 2019 the rerun result was 18.55ng/ml with a data flag. Sample 2: on (B)(6) 2019 the initial result was 21.76ng/ml with a data flag. The 18.55ng/ml and 21.76ng/ml results were considered correct. The reagent lot number was 38150501 with an expiration date of 30-apr-2020.

Manufacturer narrative:
Service performed preventative maintenance on the analyzer. The calibration and qc data provided were acceptable. The alarm trace did not show an issue the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.